Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot, current, fall-off and insulation resistance tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the white (drvn_gnd), orange (+5v), black (main batt), yellow (pgnd), white pulse, and black pulse wires were open in the trunk cable insulation. The cause of the test failures was the open wires. The root cause of the open wires cannot be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.